Event description:
The pt's child used the suspect device to check parent's blood glucose and obtained a result of 117 mg/dl. Thirty minutes later child called the paramedics. Emts arrived and they tested the pt's glucose at 39 mg/dl. Parent was treated with a shot of glucose administered by the emts. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.